Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there are poor outcomes for transgender patients with coloplast inflatable penile prosthesis. The device itself is not accommodating to trans bodies. Often the surgeons have to use an older model of the pump because the current one is much too bulky for trans anatomy and the corners are too sharp. Surgeons have to round the corners off themselves, and it still often causes discomfort with movement. During phalloplasty, only one cylinder is used because of the surgical creation of a penis, and the cylinder has a pointed end that actually causes pain during penetrative intercourse to the partner. This causes dysphoria and same. The small size of the cylinder also limits the width of the surgically constructed penis shaped with a soft end and width that can fill out the glans and body of the penis.